Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg pocket site. The patient underwent an explant procedure wherein all devices were removed and were not returned.